Manufacturer narrative:
B3. Date of event is (B)(6), year is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient felt possible over-delivery on day 5 of use, with symptoms of cold sensations, near blackout, and almost losing consciousness. The catheter was removed after contacting the facility, and recovery took several weeks. The patient stated that the pump continued making the same noises throughout its use, including prior to removal, and did not recall any error codes. The event occurred during infusion with patient involvement.